Event description:
A complete abdomen x-ray was ordered and two images were taken. The images were put into the compact digitizer. One image was missing. The other image appeared as stripes on the screen. A second set of images were taken. Agfa was contacted. Their troubleshooting resulted in the following cause: there was a misconfiguration of an nx workstation. This was in preparation for a new digitizer that was purchased to replace the digitizer that is noted in this report.

Event description:
A complete abdomen x-ray was ordered and two images were taken. The images were put into the compact digitizer. One image was missing. The other image appeared as stripes on the screen. A second set of images were taken. Agfa was contacted. Their troubleshooting resulted in the following cause: there was a misconfiguration of an nx workstation. This was in preparation for a new digitizer that was purchased to replace the digitizer that is noted in this report.